Event description:
It was reported that catheter was stuck with the guidewire. A 10mm x 2.00mm wolverine cutting balloon monorail was selected for use in the severely calcified lesion. During the procedure, it was noted that the device was stuck with the non-boston scientific guidewire. The catheter and guidewire were removed as a single unit, and the guidewire was able to be removed from the catheter outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good post procedure.